Event description:
It was reported after using bd bactec¿ plus anaerobic/f culture vials (plastic) blood leaked from one bottle(s). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary catalog 442022 batch no. 4151033 customer reported a damage bottle. Photos of plastic bottle with a molding defect was received. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for damage bottle (i.e. Leakage). Vacuum draw was performed with satisfactory results. Batch history record review was performed, and it was found that all inspections were within acceptance limits. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is confirmed based on photos received from the customer. Plastic bottle supplier was contacted due to this defect. Supplier assembled a cross-functional team to discuss and determine the root cause of the issue. From the evaluation it was determined that without physical samples or clear cavity information from the defect pictures, it is not possible to determine if the defect bottles were manufactured on one or more specific tools. Identify a definite root cause was not possible, however multiple actions to improve the defect recognition and detection (i.e. Training, reference pictures at each press, inspect sidewall thickness and increase in process testing) were completed by the supplier. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd bactec¿ plus anaerobic/f culture vials (plastic) blood leaked from one bottle(s). No adverse impact was reported regarding the patient or user.